Manufacturer narrative:
: Onset of cerebrovascular accident captured under MFR. Report # 2916596-2021-06622. Chronic infection captured under MFR. Report #s 2916596-2019-00046, 2916596-2019-01413, 2916596-2019-04764, and 2916596-2021-06622. Manufacturer's investigation conclusion: a correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient had been admitted for treatment of cerebrovascular accident and was also treated with IV oxacillin for a chronic driveline infection. The patient passed away on (B)(6) 2021 due to mycotic aneurysm which was reportedly due to driveline and pump function. The death was not considered to be device related and the device operated as expected.